Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the medstream pump 20ml (product code914200/lot cpjc68/serial number (B)(4)) had a pump hardware failure which is linked to a high voltage feedback error, indicating that the piezo high voltage feedback signal was measured below the tolerance threshold; however, the pump works correctly and the patient health status is stable. The patient was receiving baclofen 2000mcg/ml at a variable flow rate. The device had been implanted on (B)(6) 2017 and the event occurred in (B)(6) 2017. It was reported that the patient may need re-operation and replacement product.

Manufacturer narrative:
It was reported that the medstream pump 20ml (product code914200/lot cpjc68/serial number (B)(4) had a pump hardware failure which is linked to a high voltage feedback error, indicating that the piezo high voltage feedback signal was measured below the tolerance threshold; however, the pump works correctly and the patient health status is stable. The pump was stopped with no drug delivered. The patient was receiving baclofen 2000mcg/ml at a variable flow rate. The device had been implanted on (B)(6) 2017 and the event occurred in (B)(6) 2017. After multiple attempts, information regarding whether the device would be replaced could not be obtained. The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event could not be confirmed without product return for analysis. Pump hardware failure and failure to communicate with the pump resulting is cessation of drug therapy is a known potential event associated with the medstream pump. This can result in delay of treatment, withdrawal symptoms and need for surgical removal of the pump. It was reported that the patient was stable; however, information about how the patient was treated or if the device was replaced could not be obtained. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received on 10/19/2017: the pump was stopped with no drug delivered. It is unknown if the pump will be replaced. Additional information will be submitted within 30 days of receipt.